Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The unit was not producing an image due to a faulty printed circuit board. Additionally, the capacitor in the power unit had fallen off. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus loaner visera elite video system center was not displaying an image. According to the initial reporter, this did not occur during a procedure and there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the loss of image was due a faulty printed circuit board. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.